Event description:
It was reported that the patient experienced infection with an inflatable penile prosthesis (ipp) leading to it being removed and replaced. This report was originally submitted via asr. Report ID number for the event: (B)(4). Quarter/year of initial asr report submitted to FDA: q2/2012. Asr exemption number: e1997037.